Manufacturer narrative:
Section h6, medical device problem code: corrected. Manufacturer's investigation conclusion: the reported event of the system controller, serial number (B)(6), overheating was confirmed via the submitted log files, but the liquid crystal display (lcd) turning red was unable to be confirmed as no product was returned and no images were submitted. On 02jul2024, the log files captured the system controller¿s internal temperature ranging from 45 to 60 degrees celsius on the reported event date. This range exceeds the 10 degree celsius temperature rise limit under maximum output conditions per design specifications. The internal temperature recorded within the log file cannot be conclusively correlated to the system controller case temperature. The system controller internal temperature did not impact the system controller¿s ability to support the pump. On 02jul2024 at 05:20:13, the log files capture a system controller exchange. Additional submitted log files corresponding to the new system controller, serial number (B)(6), captured the system functioning as intended. The log file captured system controller internal temperatures ranging between 45 to 46 degrees celsius, which is within design specifications. There were no other notable events captured in the log files. The provided information indicated the system controller was exchanged. Multiple attempts were made to obtain additional information about if any product will be returned for analysis; however, no additional information was provided and to date, no product has returned. A root cause for the reported event was not conclusively determined through this analysis. The device history records were reviewed, and the records reveals that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook and heartmate 3 instruction for use were both available for use at the time of the event. The heartmate 3 patient handbook, section 2, entitled ¿how your heart pump works¿, which was available for use at the time of the event, and the heartmate 3 instruction for use, section 2, entitled ¿system operations¿ warn the user against placing the system controller on bare skin for an extended period of time as the system controller surface temperature can become uncomfortably warm, especially when the room temperature is above 104 degrees fahrenheit (40 degrees celsius). The heartmate 3 instructions for use, section 2, also emphasizes a caregiver must be present during system controller exchanges. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient changed out their system controller due to report of unit getting very hot and display turning red. Log files were submitted for and contained various alarms associated with the reported system controller exchange. Prior to the exchange the patient appeared to have depleted external batteries and was utilizing the backup battery (ebb). The log also confirmed the system controller temperature was elevated. There were no other unusual events recorded in the log file event history. The equipment was operating as intended.